Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via a merlin.net transmission, the atrial lead exhibited intermittent loss of sensing, noise problem and far rwave oversensing. The patient would be monitored.